Event description:
Customer initially reports a broken pin at shaft. On (B)(6) 2013 dr (B)(6) reports that dr (B)(6) was attempting a cervical biopsy on (B)(6) 2013, device would not work, she removed it from the vagina and as her assistant was inspecting device the pin flew out and hit assistant's eye. She was seen that day by eye doctor for an eye abrasion. Eye was washed, antibiotic ointment and eye patch applied. No further treatment necessary (slee).

Manufacturer narrative:
The instrument is used. The instrument is stained with cleaning residue (some appears baked on), water spots and scratches. The instrument is broken as stated. The reported complaint is confirmed. Root cause is undetermined. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.